Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device's detachable battery appeared to have had a thermal event. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. There was evidence of smoke residue and liquid contamination within the device. The liquid ingress also caused the detachable battery connector pca to have a thermal event. The device's blower motor, system board, sensor board and detachable battery connector pca will be replaced to address the issues.